Event description:
It was reported that the patient "blacked out" (B)(6) 2012 and was admitted to the hospital. The patient was reported as experiencing tingling. It was also reported that two weeks prior to the event, the patient experienced problems with balance and voice. It was noted that after an adjustment, the patient reported everything as being "fine." The patient would follow up with his health care provider. Additional information was requested, but was not available at the time of this report. Any additional information received would be included in a supplementary report. Please reference MFR. Report # 3004209178-2012-10262, for the patient has bilateral systems and it was unclear which one had an allegation of malfunction.

Manufacturer narrative:
Product ID, 37085-95 lot# serial# (B)(4), product type extension product ID, 37085-60 lot# serial# (B)(4), product type extension product ID, 3387s-40 lot# v680739, product type lead product ID, 3387s-40 lot# v680739, product type lead. (B)(4).